Event description:
It was reported that at approx 5:30 pm the nurse observed liquid on the floor and determined that it arose from a leak in the device being used for a taxol infusion. The device was replaced with a second, which also leaked. A third device was put into service without incident. No adverse effects were reported.